Event description:
Patient reported bilateral capsular contracture baker grade iii and device rupture. This record relates to the right side. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6a, d6b, g2, h4, h6.

Event description:
Additionally, healthcare professional reported "cranial, deformed, symptomatic (tension, pain)" and capsular contracture, baker grade IV diagnosed by ultrasound, MRI and palpation. "The device has been explanted.

Event description:
Patient reported right capsular contracture baker grade iii and rupture. Healthcare professional additionally reported right "cranial, deformed, symptomatic (tension, pain)" and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: no observed o the device. Additional observations: deformation observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted.